Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008 for low back and bilateral leg pain. It was reported that the pt felt overstimulation even though the system is off. He allegedly felt the overstimulation effects in his legs, arms and torso. It was reported that the pt requested the system be removed; however, the explant date is currently undetermined. No further info is available at this time.